Event description:
It was reported to vyaire medical that the the peep (positive end-expiratory pressure) on the avea ventilator was not in range. There is no information of patient involvement associated with the event as of this time.

Manufacturer narrative:
Vyaire file identification: (B)(4). H10: a vyaire field service representative(fsr) evaluated the device onsite and replaced the poppet and rubber elbow. The fsr performed peep verification and the unit passed. The vent was also getting low fio2 (fraction of inspired oxygen) so the o2 sensor was replaced.the air inlet assembly was also replaced.blending accuracy,air inlet pressure verification and compressor check was done and all passed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.